Manufacturer narrative:
Aso did not receive returned samples from consumer. However, aso was able to obtain a lot number and performed testing for adhesion properties on retained samples of the same lot number in (B)(6) 2016. In addition, aso reviewed records of biocompatibility test data and latex screening. Please refer to report for further details.

Event description:
Consumer reported an allergic reaction to the device. Consumer stated that she is allergic to latex.